Event description:
Event 1 [redacted] code: 2c8541s, lot: (10)r24j11062. This rn [registered nurse] noticed red spot spilled on sheet near where chemo was infusing. Chemo stopped. PICC [peripherally inserted central catheter] line was flushed q4h [every four hours] and +brisk [positive brisk] br [blood return] noted prior to this incident. Noticed that chemo was leaking from first y site port and small puddle on ground. Chemo stopped and disconnected from patient. Chemo pharmacist and fellow covering were contacted. Thought to be a defect in tubing as chemo was leaking around green alcohol cap from y site. Directed by chemo pharmacist [redacted] no one available from [redacted] pharmacy to pick up bag, discarded. Event 2 [redacted] codes: 2h8671 and 2c8541, lot "r22g19109 of non dehp extension set, 2h8671no lot number for 2c8541", "leqembi 1,002 mg/ 250 ml ns infusing over 1 hour. At 10.39 am nurse noted fluid leaking from IV tubing. Infusion stopped at 136 ml and pharmacist made aware. IV medication with tubing returned to pharmacy and new bag prepared. At 12.30 pm lecanemab-irmb (leqembi) 500 mg in 135 ml to infuse over 30 minutes. Patient monitored frequently during infusion. Infusion well tolerated with no signs of adverse reaction noted. Line flushed with 20 ml ns. Post infusion vital signs stable. Piv [peripheral intravenous line] d/c [discontinued] intact. Future appointments reviewed. Patient discharged to home ambulatory in stable condition. Doseedge doseid: [redacted] event 3 [redacted] code: 2c8541, "lot (10)r24k26031, exp 2026-11-26", "s- doxil chemo spill, b- mid-infusion of doxil, chemo tubing was laying across the patient's lap. Pt felt wet on her pants. Infusion was immediately stopped. Spill was cleansed using chemo spill kit. Pt provided with new clothes. A- upon examination, the leakage appeared to come from one of the y-site connector in the tubing. R- to avoid patients/nursing exposure, please double check the tubing during compounding. Discarded according to chemo policy". Manufacturer response for IV tubing, IV tubing (per site reporter), ongoing issue.